Event description:
Filter got hung up when advancing through the introducer. The entire system was removed and replaced with the same make to complete filter deployment to the targeted location without any further complications.